Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stroke treatment when physician delivered the balloon after crossing the tight stenosis, the tip of the subject guidewire was fractured inside the patient's anatomy. Attempts were made to retrieve the broken tip but the physician was unsuccessful and was left inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stroke treatment when physician delivered the balloon after crossing the tight stenosis, the tip of the subject guidewire was fractured inside the patient's anatomy. Attempts were made to retrieve the broken tip but the physician was unsuccessful and was left inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure, the tip of the subject guidewire got fractured and was left inside the patient's anatomy after attempts to retrieve the wire failed. The wire was stented down with non-stryker device that was already needed in the procedure for stenosis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint of guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments'. .

Event description:
It was reported that during the stroke treatment when physician delivered the balloon after crossing the tight stenosis, the tip of the subject guidewire was fractured inside the patient's anatomy. Attempts were made to retrieve the broken tip but the physician was unsuccessful and was left inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.